Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and bladder perforation ('repair of bladder perforation/ day of hysterectomy, her doctor cut her bladder accidentally, and a bladder surgery was performed the next day to repair it') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones and back pain (not recovered prior to essure). Concurrent conditions included back pain, pelvic pain, cervicitis, squamous cell metaplasia, nabothian cyst, adenomyosis, follicular cyst of ovary, endometriosis and premenstrual syndrome. Concomitant products included diazepam, medroxyprogesterone acetate (depo provera), methylphenidate hydrochloride (concerta), ondansetron (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced nausea ("nausea"), fatigue ("fatigue") and impaired gastric emptying ("gastrointestinal or digestive system condition type: gastroparesis"), 2 days after insertion of essure. In (B)(6) 2009, the patient experienced hyperhidrosis ("hormonal changes describe: sweats/hot flashes") and hot flush ("hot flashes"). In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bladder perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and back pain ("back pain"). The patient was treated with surgery (laparoscopic -assisted vaginal hysterectomy with bilateral salpingectomy oophorectomy and cystoscopy and repair of bladder perforation). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, bladder perforation, bladder disorder, urinary tract disorder, hyperhidrosis, cystitis and back pain outcome was unknown, the hot flush, anxiety, fatigue and impaired gastric emptying had not resolved and the nausea was resolving. The reporter considered anxiety, back pain, bladder disorder, bladder perforation, cystitis, fatigue, hot flush, hyperhidrosis, impaired gastric emptying, medical device removal, nausea and urinary tract disorder to be related to essure. The reporter commented: repair of bladder perforation (occurred during hysterectomy) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : event added- back pain. Event ¿gastrointestinal disorder¿ updated to ¿impaired gastric emptying¿. Outcome of nausea updated to recovering/resolving. Outcome of hot flush, anxiety, fatigue and gastroparesis updated to not ¿recovered / not resolved¿. Concomitant products added. Event onset dates updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") and bladder perforation ("repair of bladder perforation") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones. Concurrent conditions included back pain, pelvic pain, cervicitis, squamous cell metaplasia, nabothian cyst, adenomyosis, follicular cyst of ovary, endometriosis and premenstrual syndrome. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bladder perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), hyperhidrosis ("hormonal changes describe: sweats/hot flashes"), hot flush ("hot flashes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), anxiety ("psychological or psychiatric problems condition: anxiety"), nausea ("nausea"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (laparoscopic -assisted vaginal hysterectomy with bilateral salpingectomy oophorectomy and cystoscopy and repair of bladder perforation/laparoscopic -assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, bladder perforation, bladder disorder, urinary tract disorder, hyperhidrosis, hot flush, cystitis, anxiety, nausea, fatigue and gastrointestinal disorder outcome was unknown. The reporter considered anxiety, bladder disorder, bladder perforation, cystitis, fatigue, gastrointestinal disorder, hot flush, hyperhidrosis, medical device removal, nausea and urinary tract disorder to be related to essure. The reporter commented: repair of bladder perforation (occurred during hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received :case become valid with incident category. New event medical device removal,bladder perforation, bladder disorder, urinary tract disorder, sweats/hot flashes, infection (bladder/ urinary tract/vaginal) type: bladder, anxiety, nausea, fatigue and gastrointestinal disorder were added. Date of essure insertion and removal and indication were added. Patient demographics were added. New reporter and consumer address were added. Medical history, concomitant medication and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.